Event description:
Pt was being supported by an impact 731 series emv+ portable critical care ventilator system during a hosp to hosp ambulance transport. It was reported that the ventilator started up fine then gave an error message (fresh gas intake error"). The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt's o2 saturation values temporarily decreased (96% to 99%) while on the ventilator and just prior to switching to a back-up automated ventilator. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after it tested within specifications.